Event description:
Hcp reported pt presented with signs of an infection of the cranial wound. This includes drainage. Cultures were obtained and the results were five colonies propionbacterium acnes and four colonies propionibacterium "specici". The pt was treated with antibiotic therapy. Removal of left electrodes, extension, and ipg 2004 and returned to MFR for analysis.